Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(4) archive data review and functional testing. The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in october 2006 and is almost 16 years old, well beyond its expected service life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. A review of the platform's archive data showed system error, 136 (invalid parameters block), confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which must be replaced to remedy the fault. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. Zoll recommended scrapping the autopulse platform to the customer. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement.